Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Concomitant product: monopolar curved scissors (mcs) instrument with (part #470179-23).

Event description:
It was reported that during a da vinci-assisted hysterectomy surgery, the monopolar curved scissors (mcs) tip cover accessory developed a hole, which led to thermal injury of the small intestine. The incident occurred while the surgeon was dissecting the uterus on the left side. As the tip of the mcs instrument was positioned against the uterus, a portion of the small intestine came into contact with the instrument's shaft, which is normally insulated by the mcs tip cover accessory. Due to the hole near the orange marker on the mcs tip cover accessory, a burn approximately 1 cm in diameter occurred on the intestine. The surgeon promptly sutured the affected area to prevent rupture, and a gastrointestinal surgeon was consulted to evaluate the injury. The assessment confirmed that the intervention was sufficient. The affected mcs instrument was removed and the mcs tip cover accessory was replaced. No electrical arcing was observed at the time of the event, and the procedure was completed robotically. The surgeon assessed the impact on the patient's outcome as minimal, and no post-operative complications were reported.